Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with repair or rectocele, cystoscopy and repair of perineal defect; due to sui, rectocele and perineal attenuation. It was reported that following insertion the patient experienced urinary/bowel problems, recurrence, posterior vaginal prolapse and vaginal scarring. It was reported that the patient underwent division of suburethral sling, cystoscopy, rectocele repair and perineal revision on (B)(6) 2010. It was reported that patient underwent a procedure where pessary was inserted in (B)(6) 2010 and it was removed it after 2 weeks. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 02/10/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 3/30/2016